Event description:
I applied an "icy hot heat therapy air activated heat patch" to my lower back yesterday morning. When I tried to remove the patch that afternoon, a 2" x 1 1/2" patch of skin came off with it. My physician diagnosed a second degree burn which required prescription medical treatment. Dates of use: 2008, 8 hours . Diagnosis or reason for use: stay warm on golf course.